Event description:
A caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. The bg display showed "high" during the incident. The customer attempted to address their elevated blood glucose by administering a correction bolus via the pump without requiring third-party assistance. Tandem technical support instructed the customer to disconnect the tubing, replace it, and repeat the fill tubing step. Additionally, guidance was provided to load a new cartridge onto the pump. After receiving instructions, the caller successfully saw drops of insulin at the end of the tubing and resumed insulin delivery.